Event description:
It was reported that post acute implant of the implantable pulse generator (ipg) device system the right ventricular (rv) lead exhibited high thresholds. Therefore the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.